Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lymph node dissection on an unknown date and suture was used. During the procedure, when the lymph nodes were sutured, the suture disconnected from the needle. There were no adverse patient consequences reported. No additional information was provided.